Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 4x20mm taxus liberte stent delivery system (sds) was advanced and the stent dislodged and moved to the distal rca. A balloon was used to dilate the stent and deploy it along the vessel wall. The procedure was completed with another of the same device. No additional patient complications occurred and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the device was returned to the complaint investigation site with the stent dislodged. The stent was not returned. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The tip was flared. The hypotube was kinked along it's entire length. Solidified contrast media and blood were present within the entire length of the inflation lumen, therefore indicating the device had been prepped and used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 4x20mm taxus liberte stent delivery system (sds) was advanced and the stent dislodged and moved to the distal rca. A balloon was used to dilate the stent and deploy it along the vessel wall. The procedure was completed with another of the same device. No additional patient complications occurred and the patient's status is stable. Additional information has been requested and is not available.